Manufacturer narrative:
(B)(4).a device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was blocked. The customer returned one snaplock assembly and one epidural catheter. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock assembly typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the inner coils. No other defects or anomalies were observed. The customer reported the catheter was blocked. The customer returned one snaplock assembly and one epidural catheter. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock assembly typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the inner coils. No other defects or anomalies were observed. The reported complaint of the catheter being blocked could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. During functional inspection, the returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
It was reported that the catheter blocked. Injection into the catheter and removal of the snaplock were not possible.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter blocked. Injection into the catheter and removal of the snaplock were not possible.